Event description:
Reportable based on device analysis completed on 06mar2024. It was reported that visualization issues occurred. The 90% stenosed, 24 x 3.5mm target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging core windup with a coiled drive cable and the imaging window detached near the lap joint section. Impedance testing showed an electrical open at the proximal end of the catheter between 140-150 cm from the distal housing.